Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
The surgeon reported to our sales rep and out kit mgr that the device did not fix with the nail correctly. He stated that regarding this poor fixation the kirchner wire passes next to the whole of the nail. In addition, it was alleged that in the operative technique there was no replacement product available, so surgeon changed to a gamma3 long nail and the surgery was successfully completed after approximate one hour delayed.